Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was a patient involved in this event. The device was used during a sca in the us. The device performed as expected however it was alleged that the device did not have any voice prompts.